Event description:
Please find attached pod showing from check today showing noise on rv lead. Lia was not triggered and impedance trends are stable. Registered rv lead appears to be a recalled sjm rlatta lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).